Event description:
The clinician reports the implant was inserted (B)(6) 2024 in the patient's mouth. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, bleeding, abscess, fistula and inflammation. No further patient complications were reported.